Event description:
It was reported that during a trial procedure, the trial lead was difficult to place. The top portion and first contact were sheared off by the needle and was left inside the patients body. The patient was sent to a neurosurgeon to remove the contact left. The removed trial lead was returned. Additional information was received that the patients sheared contacts were removed during a nondevice related procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-2316-50e: (B)(6). The returned lead was analyzed, and visual inspection revealed that the top portion and first electrode are separated from the distal end. The top portion and first electrode were not returned. The cables are exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that during a trial procedure, the trial lead was difficult to place. The top portion and first contact were sheared off by the needle and was left inside the patients body. The patient was sent to a neurosurgeon to remove the contact left. The trial lead will be returned.

Event description:
It was reported that during a trial procedure, the trial lead was difficult to place. The top portion and first contact were sheared off by the needle and was left inside the patients body. The patient was sent to a neurosurgeon to remove the contact left. The trial lead will be returned.